Event description:
Consumer reported via e-mail that upon removal the string pulled out with hardly any tampon pledget attached and the remaining piece of pledget was left inside her vaginal cavity. She had to manually remove the remaining piece of pledget. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.